Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy due to not charging the ipg as recommended. The patient last charged the ipg over 4 months ago. In turn, surgical intervention may occur later.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicate surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: incorrect device information was inadeptly reported in the initial report. The correct device information is entered in this report

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.